Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable defibrillation lead exhibited high out of range pacing impedance measurements. The patient was seen in clinic and loss of capture was observed at maximum outputs. Noise was also created with pocket manipulation. An invasive procedure was performed. The rate/sense portion of the lead was tested through a pacing system analyzer (psa). When connected to the psa high out of range pacing impedance measurements were still observed along with loss of capture. It was also noted that the lead was not sensing. The lead was surgically abandoned and successfully replaced. No adverse patient effects were reported.